Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles, deformation, crease fold, weight to the specification and cloudiness in the gel. Voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is capsular contracture, baker grade iii and IV and seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, "baker 3 and 4." An ultrasound was performed and found "fluid around both implants" stated as "possible alcl." The device remains implanted.